Event description:
This ra lead was implanted on (B)(6)2016 and remains implanted at this time. A study report received on (B)(6)2016 stated that this lead had high threshold capture above 2.5v at 2ms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).